Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead was explanted 3 hours after implantation due to leg weakness. The physician determined there was too much pressure on the dorsal column at the time of the implant. The leg weakness has improved and as of (B)(6) 2014, the patient is in rehabilitation.